Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic colectomy, the patient already had perforations in the small intestines when removing the tumor, the stapler worked fine when removing the tissue from the tumor, however when trying to resect away tissue due to the perforation to re-align the bowel the stapler would fire however the b formation of the staples was not happening the doctor tried this 4 more times and then resorted to hand sewing the anastomosis. There was unanticipated tissue loss as a result of this problem.